Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the surgeon fired the device, pulled the black return knob back and returned the knife to the initial position, however could not open the jaws properly. The surgeon could remove the device from the tissue slowly, in spite of half-open jaws. No damage caused on the tissue. Replaced by a new handle and a new cartridge, the procedure was completed with no problem. The status of the patient is no problem.